Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as may and was treated with manual injection and bolus. Customer's current blood glucose value and at time of incident was over 600 mg/dl. The customer reported that insulin pump had no delivery alarm. Troubleshoot was performed. Customer reports performed a 5.0 unit fixed prime. Customer reports the insulin exited. Customer reports about bent cannula. Customer declined troubleshoot for high blood level. The product was not returned for analysis.